Manufacturer narrative:
Based on the information provided a device problem was not identified. As a result, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Event date is estimated.

Event description:
Manufacturer reference report number #: 3006705815-2021-02221. It was reported that the patient underwent surgery for a lead replacement due to lead migration.